Event description:
It was reported that an asymptomatic patient presented with episodes of non sustained lead noise on merlin.net transmission. Upon review of stored egms, mismatch in near field and far field due to competitive ventricular pacing resulted in non-sustained lead noise trigger. Programming changes were recommended.